Event description:
The customer questioned 40 patient inr results on 5 different coaguchek xs plus meters compared to the stago laboratory analyzer. The results were obtained between (B)(6) 2018 and (B)(6) 2018 from meters in 4 facilities. It is not clear which results are from which meter serial number. Based on the data provided the results for 7 patients were discrepant. The 5 coaguchek xs plus meters used were: (B)(4). The same strip lot was used on all 5 meters and comparisons were performed within 7 hours. There was no allegation that an adverse event occurred. The customer has declined to return any product for investigation. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.